Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. The patient was given an unspecified treatment(drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Action taken with dianeal therapy was not reported. The patient's recovery status and outcome of the event were unknown. No additional information is available.